Event description:
A malfunction alarm referred to as alarm 9 was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to reload the original cartridge onto the pump, but was unable to resume insulin.